Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer's blood glucose ranged from 338-355 mg/dl. Customer continued to use the pump for insulin therapy.